Event description:
It was reported to boston scientific corp that an endovive low profile balloon replacement was used during an percutaneous endoscopic gastrostomy (peg) replacement procedure on an (B)(6) male pt. According to the complainant, during the procedure, the balloon would not inflate to its full volume. The balloon only accepted 8ml of water and the pt's stomach contents were observed to be leaking around the balloon at the stoma site. The physician replaced this device with the previously implanted balloon. The procedure will be completed upon receipt of a new endovive low profile balloon replacement. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).